Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined to be inconclusive. The product remained in the patient and was not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Although, the reported type iiia endoleak was not confirmed through clinical assessment, factors that could contribute to a type iiia endoleak include aneurysmal neck, severe tortuosity of the left common iliac artery as well as moderate tortuosity of the right common iliac artery. Based upon the investigation findings, the root cause could not be determined based upon available information.